Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. It was reported there was a blushing type IV endoleak that occurred at both legs. It is unknown which device was related to the event. The decision was made by the physician that he will monitor the type IV endoleak. No clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Results: inherent risk of procedure (endoleak), (cause of event is unknown). Conclusion: (cause of event is unknown).